Event description:
Taxus express2 post market surveillance study. It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient expired. The index procedure treated a de novo, 3.5x20mm, 90% stenosed lesion of the mid rca (right coronary artery. The lesion was predilated at 12 atm, a 3.5x28mm taxus express2 stent was placed at 12atm, and post dilation was performed at 14 atm resulting in 0% residual stenosis. The patient was discharged two days post procedure on bayaspirin and panaldine. At the one month follow up, there were no problems. On day 46, the patient experienced difficulty breathing at home. The patient presented to a non-study hospital in cardio-respiratory arrest and expired. It is unknown what actions were taken as the event occurred at another facility. The investigator suspected the cause of death to be stent thrombosis and assessed this event as having an unknown relationship to the study device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.